Manufacturer narrative:
The customer¿s report of fluid leakage at both smartsite valves was only confirmed in the distal valve. The customer reported that the proximal valve had not been accessed; this could not be confirmed, as the set was received with an empty 3ml syringe attached to both valves. Leaking was only observed to occur from the distal valve during functional testing. Microscopic examination of both valves revealed a small hole in the top of the piston of the distal valve. The root cause of the leak from the distal valve was determined to be the hole in the valve piston, caused by the use of a blunt-tip needle.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the distal smartsite valve was accessed with a blunt needle tip to administer tpa when fluid appeared to be leaking from both distal and proximal valves. There was no patient harm reported.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.